Event description:
The company received a report where it was claimed that the bronchial lumen separated from the y connector of the tube during patient use. Extubation and reintubation of a replacement tube was required. The tube was replaced without incident.

Manufacturer narrative:
The customer indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis. If significant information is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report.